Manufacturer narrative:
Concomitant medical products: 1156t st jude lead, implanted: (B)(6) 2011; dtba1d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing of elevated sensing integrity counter (sic) and non-sustained ventricular tachycardia (nsvt). Strips showed episode data consistent with an external cardioversion followed by polarization oversensing. The lead tested normal in clinic and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.